Manufacturer narrative:
(B)(4). Evaluation of the returned device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that when the surgeon stopped using the cautery pencil, the device activated on its own during a breast reduction procedure. The patient received a 3rd degree burn high on the abdomen. The burn required debridement.